Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that left distal limb migrated proximally and there was a type ib endoleak. The main body was reportedly implanted on the left side. It was noted that the event had not resolved but the patient will not be receiving treatment. The physician stated that the cause could not be determined. No clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.